Event description:
During procedure, the system was inserted, then balloon inserted, then stent. Runs showed one medium-sized air bubble. Patient experienced no visible damage.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Based upon the info provided, we are unsure why an air bubble occurred. We will continue to monitor for similar events.